Event description:
It was reported that during a laparoscopic abdominoperineal procedure, the customer experienced an air leakage during use of 5mm graspers and rf devices during surgery while in and out of trocar. Had tech remove cap to ensure no tissue was in seals and universal seal properly seated. Happened a few more times after instruments removed. Some raytecs were introduced and removed from this trocar. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing ? Yes. If so, did the noise prevent insufflation? No. Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper was any torque being applied to the trocar or device? No. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The obturator was not received and it is the part that has the batch number stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.